Manufacturer narrative:
Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following reportable malfunction was identified during the device evaluation: adhesive on the a-rubber is detached. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the during pre-cleaning of a newly received loaner bronchovideoscope the rinsing solution was cloudy and had ¿grainy particles¿ floating in it. There were no reports of patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted d4 - primary UDI number, d8 - was device serviced by third party? H6 ¿ investigation findings, and h11 - additional mfg narrative due to information being inadvertently omitted. The following reportable malfunctions were identified during the device evaluation: mouthpiece with brownish material; insertion section mount with brownish material.

Event description:
No additional information received from customer.